Event description:
Patient admitted (B)(6) 2024 with noted increase on echo of lvidd, severe mr and evidence of pulmonary edema indicating severe lvad dysfunction. Inr goal 2-3. Patient's inr within range for past 6 months. Patient taken to surgery on (B)(6) 2024 for bend relief excision with biodebris being evacuated via sucker. There was immediate improvement in lvad flow.